Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. There was no reported impact to the customer's blood glucose levels. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support. The customer declined further troubleshooting with tandem technical support.